Manufacturer narrative:
(B)(4). S.w version 4.11d. Retainer ring = clear. Customer returned pump for an alleged cosmetic damage located at the battery compartment found on (B)(6) 2021. Pump was received with a cracked battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the displacement test. The p-cap locks properly into the reservoir compartment; however, a cracked retainer was noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. Cosmetic damage was confirmed at the battery compartment. A cracked retainer was confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was cracked. No harm requiring medical intervention was reported. Customer will discontinue use of the device.